Event description:
Reporter alleged the safe-t-pro plus lancet needle was exposed out of the box. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
(B)(4)